Manufacturer narrative:
Review of images shows forward abo and rh assay failure. A service call was made. Performed unexpected reactions checklist - all within specifications. Performed group/screen qc - group failed. Investigation revealed di water cube had inadvertently been used to fill saline. Container on instrument causing hemolysis in abo/rh results primed instrument with saline and reran group/screen qc with expected results. Instrument now performing within specifications.

Event description:
Customer reported an rh discrepancy on the echo. A sample previously reported as o pos by manual testing was tested on the echo and came up as o neg. Re-testing by manual tube method resulted as o pos.